Event description:
It was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the vrp for the fracture of the distal radius. The surgery was completed successfully. The patient then complained of pain when she came to the hospital on (B)(6) 2022. It was unknown when the pain started. It was confirmed in an x- ray that the base of the shaft of the plate broke with slight dorsiflexion dislocation of the distal fragment. The surgeon is planning to remove the plate. No further information is available. This report is for one (1) unk - plates: distal radius. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.